Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that (B)(6) -year-old female patient underwent a breast reconstruction primary with a mentor cpx 4 breast tissue expander with suture tabs 550cc and experienced deflation on the right tissue expander. As a result, the patient had undergone removal and replacement with mentor cpx 4 breast tissue expander with suture tabs 550cc on (B)(6) 2018.

Manufacturer narrative:
On 07/06/18, it was reported to mentor that the device history record (DHR) for the lot number 6866853 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/17/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears cloudy. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 0.2 cm at the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the deflation was spontaneous. Manufacturer¿s reference number: (B)(4).